Event description:
The manufacturer received information alleging a trilogy evo o2 screen not responding (vent inoperative) condition occurred while in use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo o2 screen not responding (vent inoperative) condition occurred while in use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/ evaluation: the ventilator was returned to the manufacturer for evaluation and the reported issue was not duplicated during an operational check and running test. Although the log was investigated, there were no records indicating abnormalities of the relevant device. A functional test was performed, and no malfunctions were observed. The reported issue is believed that a malfunction occurred on the sensor for touch operations or the internal processing. The display/display pca was replaced as preventative measure. The device passed all testing. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).